Manufacturer narrative:
For the initial report was missed - 06/30/2016. Additional component involved in this event: battery-bat306073 catalog #1650 product received on: 07/15/2016. UDI# (B)(4). (B)(4). The reported event of power switching could not be confirmed on the returned batteries, bat300184 and bat306073. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a controller power-up event on 06/24/2016 at 10:33:45 and a corresponding motor start event at 10:33:50. Prior to these events, con096990 was connected to bat303046 and bat300830 at 88% and 80% remaining charge, respectively. Following these events, con096990 was connected to bat303046 at 86% remaining charge and an ac adapter. Another controller power-up event was logged on 06/25/2016 at 14:03:31 and a corresponding motor start event at 14:03:36. Prior to these events con096990 was connected to bat306747 at 88% remaining charge and an ac adapter. Following these events, con096990 was connected to bat306747 and bat306073 at 85% and 97% remaining charge, respectively. These events are indicative of a disconnection of both power sources. Several premature switching events were observed. However, bat300184 and bat306073 did not trigger any premature switching events. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. Batteries bat303046 and bat306747 were not returned to the manufacturer. The reported power switching events involving bat300184 and bat306073 could not be confirmed during bench testing or through log file analysis. Additionally, no anomalies were noted prior to the loss of power. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other device involved in this event: battery/ (B)(4): exp date: 10/31/2016; mfg date: 10/27/2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient came into clinic on (B)(6) 2016 for a routine visit. While in clinic he complained that he was having batteries issues. He reported that one morning he was connected to ac and battery power and when he disconnected the ac adapter he heard a "loud steady tone" which was verified as a double disconnect. The patient reported that the battery was secured on the other power and was fully charged. Later that same day, the patient reported that he was wearing two batteries (one battery being the same one from the morning episode), and reported "toggling" of his power sources. While in clinic the site send log files for further analysis (attached). Per the log file analysis: "the log files provided do not show any indication of malfunction of either the controllers or batteries. All batteries show normal cycle counts and discharge rates. There were two controller power up and motor start events indicating double power disconnects. Although the log files do not show any indication of malfunction, if the patient can point out the specific batteries in question that seem to have issues, those batteries should be replaced appropriately." The patient did not feel comfortable going home with these two batteries, so the site replaced them both. The patient has had no further issues with his batteries. No additional information available.